Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an MRI of the spinal cord, the pt had a very painful shocking. The pt had a loss of stimulation and a loss of therapeutic effect after the MRI. Impedances were within normal limits. The pt slowly increased stimulation, but stimulation would suddenly become too painful. The pt planned to discuss the issues with their physician. The device may be replaced. It was unk which device was affected. Add'l info was requested. See MFR # 3004209178201101156.